Manufacturer narrative:
Date of event: exact date unknown, event occurred 2 weeks ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7077453.

Event description:
It was reported that patients back was hurting. During the patients basic follow up with the physician, it was found out that the leads were sticking out. Antibiotic was prescribed. The patient underwent an explant procedure. The explanted leads will not be returned.